Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with an episode of non-sustained right ventricular oversensing due to post-paced t-wave oversensing on their implantable cardioverter defibrillator. Programming changes were made on (B)(6) 2021. The patient was stable throughout.